Manufacturer narrative:
(B)(4). The customer provided the following provided additional information regarding the reported event: the nurse stated that anytime they try infusing drugs with a thick consistency (like albumin), the port seemed to lock, preventing the infusion from continuing and giving upstream occlusion alarms. The nurse stated that they would flush the set with 10 cc of saline, then connect to the IV bag and flush again before hanging the entire set up. They would then connect the new set that infuses albumin into the port and lock it down. This second infusion either stops or slows down and is sometimes connected to an IV pump and sometimes not connected to an IV pump. The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link valve of an access set would ¿freeze up¿ and not allow solution to flow through it. This occurred during patient infusion of total parenteral nutrition (tpn) solution. The reporter stated that the set did not have this issue during the first infusion but had the issue on the subsequent infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should the device be received, lot number become known, or other additional relevant information become available, a supplemental report will be submitted.